Manufacturer narrative:
Implant and explant date updated.

Event description:
Reportedly, a pacemaker malfunction is suspected contributing to patient death.

Event description:
Reportedly, a pacemaker malfunction is suspected contributing to patient death.

Manufacturer narrative:
Preliminary analysis confirmed that electrical and mechanical characteristics of the returned device were within specifications.

Event description:
Reportedly, a pacemaker malfunction is suspected contributing to patient death.